Event description:
It was reported that during a colostomy closure, two devices were used and the staples line were fine. Three days post op the pt presented bleeding. It is unk from which device the bleeding came. The surgeon performed a colonoscopy and the bleeding was controlled. The pt is okay. The devices were discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.